Event description:
Pt had PICC line with posiflow vlave. Pt found saurated with blood from posiflow clave although tubing was firmly connected. Blood apparently coming from spring loaded connection. Rn overseeing pt in longterm care unit had attached a luer syringe to infuse antibiotics. Incident happended after rn had disconnecdted the syringe leaving the room for a short period. The pt was taken to the emergency dept for evaluation and was found to the o.k., requiring no add'l treatment other than another needle stick to replace the IV.